Manufacturer narrative:
Approximate age of device: 4 years and 2 months. Although no vad related issues were reported while supporting the patient, thrombus was found during the evaluation of the pump. Examination of the inflow conduit revealed a strongly adhered deposition situated on the proximal opening of the inlet tube. Although a specific cause for its development cannot be conclusively determined, the deposition appeared to have developed in this area. The deposition found on the inlet tube did not appear to occlude the flow of blood and did not likely contribute to a functional issue. Upon disassembly of the returned pump, a loosely seated deposition was present in the outlet stator. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor or on the outlet bearing cup. Although its origins and a duration in which it was present in the pump cannot be conclusively determined, it did not appear to have originated in this location, and did not it appear to have contributed to a pump issue. Examination of the remaining pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. The instructions for use list thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was evaluated for transplant following two episodes of ventricular tachycardia requiring hospitalization. The patient was listed status 1a and received a transplant. During the manufacturer's investigation of the returned pump, depositions were found.